Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer was not wearing the pump near the transmitter and sensor. Customer's blood glucose level was 110 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.